Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, faded serial number label, cracked retainer, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer reported that they were having some re-occurring alarms on the insulin pump and would like to get them straightened out. The customer put a new battery in and within 4 hours it will advise to change the battery. It will stop and alarm and tell customer to rewind. Customer is able to complete pump rewind. Customer¿s blood glucose was 68mg/dl this morning. Customer declined to troubleshoot. Customer ate and is fine. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.